Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a frozen screen. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. Screen frozen, tried switching on/off. Job cancelled please close.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer cancelled service request. Good faith efforts (gfe) attempts were made to the customer to obtain the serial number and additional information on this complaint event. No additional information was provided. If information is received, we will reopen and update the complaint. H3 other text : not returned to manufacturer

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a frozen screen.